Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported error u-02 upon reviewing logs. Functional testing was performed using a golden system, and the unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the generator log showed c-00. Based on these findings, the root cause of the failure could not be determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer experienced a u-02 error on their erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the isi clinical sales representative (csr) to remove all three connectors at the back of the unit and then reconnect only the residual current breaker (rcb) connector, leaving the foot pedal connectors disconnected. After ensuring the rcb connector was fully tightened, the tse instructed the customer to power cycle the erbe. The csr would try to clear the error. The procedure was completing as planned with no reported injury.